Event description:
An overinfusion of medication occurred with a pt. The pt was given add'l medications to stabilize. No pt consequence was reported.

Manufacturer narrative:
The pump was returned and was visually and functionally tested. The device met all manufacturing specifications. The accuracy was tested at several rates, including 50 ml/hr, and the device passed all tests. The overinfusion/freeflow could not be comfirmed. It is suspected that a possible misload of the IV set may have caused fthe dsrepdorted overinfusion. The account will be instructed to follow the correct technique for loading the IV set, per the direction for use, page 9, which states, "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector... Do not use dthe door to close the orange latch."